Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected, functionally tested, and an alarm log review was performed. The alarm log review revealed evidence of the f-38 alarm. Visual inspection noted damaged force sensing resistors (fsrs), which caused the f-38 alarm. The fsrs were replaced to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.